Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level increased to 422 mg/dl and reported they were experiencing diabetic ketoacidosis. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and manual injections of insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. To resolve the occlusions customer changed the pump supplies but ultimately reverted to manual injections for insulin therapy.